Event description:
Information received, indicates fluid ingress into the siderail, causing the left patient siderail controls to not function.

Manufacturer narrative:
The technician replaced the left siderail ucm board and cable to repair the bed.